Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported a battery problem. If a loss of power occurs during use, it could cause the unit to shut down due to back-up battery not working. No patient harm reported.

Manufacturer narrative:
Device evaluation: the fse confirmed the reported problem. Resolution and disposition: the fse replaced the backup battery to resolve this issue.